Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if the insulin pump shows signs of physical damaged and she said no signs of physical damaged. The customer stated that the insulin pump is not bump nor dropped and it is not exposed to moisture. The patient was advised to insert new aaa alkaline battery as soon as possible, if display does not return revert to a back up plan per health care provider instruction until the replacement battery cap arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.